Manufacturer narrative:
(B)(4). Evaluation, results and conclusion: lack of information, details unknown.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that seven months post index procedure the patient had a secondary intervention; details of the event are unknown. Currently, the patient was in for a routine follow up and a CT revealed that there was a distal type I endoleak due to disease progression with thoracic aortic dilatation. The physician implanted a vamc4646c100tu and the distal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Event description:
A review of cta's from the follow-up were reviewed. The stent grafts were found placed from just distal to the lsa, extending distally to above the celiac artery. There is a distal type I endoleak with lack of a distal seal at the 42mm device. The likely cause is disease progression; the thoracic aorta diameter measures approximately 52mm maximum at this location. No other stent graft issues are visible. The possible cause for the previous secondary implant could not be determined. Distal to the stent grafts the juxtarenal thoracic aorta is severely angulated. Just below the renal arteries an aaa stent graft (appears to be an aneurx) is seen extending from the renals to the iliacs bilaterally. The current aaa diameter is 4.3cm, and no endoleaks or any stent graft issues are seen.

Manufacturer narrative:
Evaluation method: (film evaluation).